Manufacturer narrative:
.

Event description:
Clinic notes were received stating that the nerve stimulator device is nonfunctioning. The physician noted that he was unable to program changes to patient's settings. Per the physician, the patient is having increasing seizures. And needs to have vns generator replaced. Attempts for additional relevant information was unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Patient underwent prophylactic generator replacement on (B)(6) 2016. The explanted generator will not be returned to the manufacturer per the explant facility.